Event description:
It was reported that in surgery, when inserting the guide wire into the patient's jugular, the tip of the guide wire "rolled". As a result, a new kit was opened and used without issue. It was noted the catheter tip was too curved. There was no reported delay, death, or complications to the patient as a result of this occurence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Manufacturer narrative:
(B)(4). Correction: the hospital name and address has been updated from the initial and first follow-up report.